Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an alert/notification settings issue occurred. The date of the event is an approximation. On 08/01/2025, it was reported that the patient stated she lost consciousness due to a low bg level. She stated that her dexcom receiver did not alert her to her hypoglycemic state. Emergency medical services (ems) was called and when they arrived, the patient¿s bg meter reading was 25 mg/dl. No cgm comparison value was reported. The patient stated they found her ¿almost comatose¿. The patient refused to provide any further event details as discussing this event was upsetting to her. No other patient or event information was available. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. The date of the event is an approximation. On (B)(6) 2025, it was reported that the patient stated she lost consciousness due to a low bg level. She stated that her dexcom receiver did not alert her to her hypoglycemic state. Emergency medical services (ems) was called and when they arrived, the patient¿s bg meter reading was 25 mg/dl. No cgm comparison value was reported. The patient stated they found her ¿almost comatose¿. The patient refused to provide any further event details as discussing this event was upsetting to her. No other patient or event information was available. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.